Event description:
Customer reported that pump battery would not charge, despite using a tandem charging cable and repeatedly attempting to charge via different wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections (mdi) as a backup therapy while waiting for the replacement pump, which was arranged by technical support. Additionally, storage mode instructions were provided, and the customer was advised to return the defective pump within 10 days using a prepaid label.